Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the hospital: during the scheduled surgery, the customer found a leakage at the connection between the one way valve and the tube. Replacement was used to continue the procedure. No adverse effect on the patient. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Maquet cardiopulmonary ag is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been investigated in #(B)(4): there were no identifiable deficiency in the visual inspection of the delivered line. In the leak test with water, leakage was detected at the tube connection behind the one-way valve on the outlet side. Water has leaked at the tube connection. The adhesive connection is not ok. Based on this failure could be confirmed. The failure is already known to the manufacturer and has been thoroughly investigated. The most possible root cause is material/design failure. Besides that mcp tr has been initiated a CAPA (B)(4), based on several complaints showing the same symptoms with different material numbers than the one in this complaint, in order to determine the root cause and initiate further actions to determine corrective measures for the failure. This CAPA is now closed. However there is ecr #18011002 ongoing. All further steps will be performed in accordance to this ecr. The connection of 2, 5 mm pvc adapter tubing and 1,5 mm main tubing is not tight, so there is an alternative reducer 70105.2337 which will be more safe than adapter tubing. Trend search was performed and came to following results: (B)(4) additional complaints were recorded which appears reported issues are same since the last 12 months.based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,15%, which is below than 1%. Due to this information no systemic issue could be determined. Device history record was reviewed, no abnormality was found. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
Ref.: #(B)(4)., customer ref.:# (B)(4).

Manufacturer narrative:
Maquet medical systems, USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption#: e2018002. Importer: (B)(4). Contact person: (B)(6).

Event description:
Ref#: (B)(4).